Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have disconnected insulin pump in order to shower and then noticed moisture bubbles under display screen. Customer reported that display screen continued to scroll if buttons were pressed or not. Display screen light was flashing on and off and made a noise when the act button was pressed. Customer was advised that insulin pump would need to be replaced.